Event description:
The manufacturer received information alleging death of the patient and patient's wife received a replacement and requested to stop sending another replacement to her address. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.